Event description:
The doctor reported the implant was removed due to osseointegration failure, 3 months after implant placement. Bone quality around the area was type iii, and oral hygiene around the implant was good. Peri-implantitis was observed during the implant removal surgery. The patient will need another surgical intervention.